Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon completion of the clinical review of any available medical records.

Event description:
During a follow up call for an unrelated event on (B)(6) 2015, the peritoneal dialysis (pd) nurse stated that the pt was experiencing shortness of breath and hospitalized on (B)(6) 2015. The pt was still in the hospital on (B)(6) 2015. Medical records to be provided upon discharge.